Event description:
This lead was explanted and replaced due to noise. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 16 cm and 49 cm proximal to the lead tip. The proximal lead fragment including the connectors was missing. The returned lead fragments were visually and electrically analyzed. The visual inspection showed multiple extraction damages such as a torn apart lead body in the area of the atrial dipole, a shifted ring electrode of the atrial dipole as well as a deformed shock coil. Additionally tissue residuals were found especially around the shock coil and the ring electrodes of the atrial dipole. Furthermore the inspection revealed multiple signs of wear along the lead fragments. In particular between 12 cm and 9.5 cm as well as between 8.5 cm and 7.5 cm proximal to the lead tip, the insulation was found worn through. It is highly likely that this finding is the root cause for the observed oversensing of noise reported in the complaint text. The characteristics of the damage suggest severe mechanical stress in the implanted state. Based on the extraction damages and tissue residuals a significant ingrowth of the lead is assumed which might have affected the lead's motion. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.